Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient explained that their stimulation was turned off when the experienced painful stimulation when an unrelated physical therapy session external spinal cord device was used. The ins was set too high when turned back on which caused the pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that there were times when the patient wanted the implant out and they felt like there were pins pricking their vaginal wall and was unsure if the implant was working properly. On (B)(6) 2018, additional information was received from patient reporting that the device inside their body was dead. Patient had a return of symptoms stating that with it being off for how ever long it had been, they have had a few bed wettings and a few overactive bladder issues. They had an unrelated back surgery in (B)(6) 2016 and thought they may have turned it off then or it could have been when they experienced painful stimulation during an unrelated physical therapy session using an external spinal cord stimulator with their interstim device still turned on. Patient mentioned they turned it off and didn't use neither spine stimulation or the interstim stimulation. During the call, patient again reported the stimulation had felt like pin pricks in their vagina or like a dull vibration that resolved when they had it really low to where they didn't feel it. Patient did confirm ins status over the call, which showed therapy not on. Patient was given assistance to turning stimulation back on however it was too high and caused pain so they turned stimulation off which resolved the issue. After that patient was educated and turned down stimulation on all 4 programs to 0.0 in order to start at a low setting on each program. Patient stated they have had a lot of falls and the manufacturer representative knew about the falls. Also, stim issue was related to positional movements as after patient turned stimulation back on and adjusted amplitude, patient leaned forward to where their thighs and stomach touched. They turned the stimulation down and that stopped the sensation. Patient finally found a comfortable setting on program 4 at 2.0 and wanted to try that for now. No further complications were reported.